Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The device model, operating system and app version were not provided. Investigation attempted to replicate the user complaint and were able to successfully receive high/low glucose alarms on an android device with fsl2 version 2.7.1.6886/ios device with fsll version 2.7.2.3589 using a known good libre 2 sensor. Investigation did not identify any issues with the freestyle libre 2 app. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported that the sensor's low/high glucose alarm failed to alert them of changes in their glucose level (low or high). As a result, the customer experienced symptoms of slurred speech, and a loss of consciousness and received third-party treatment of glucagon (.05) injection. No additional information was provided. There was no report of death or permanent injury associated with this event.